Manufacturer narrative:
Report required by FDA for eua. User reported 3 false negative results. Negative by rapid antigen test. This is report 1 of 3. Relates to c10154, c10155 (3014862188-2022-00633, 4: tests 2, 3, of 3).

Event description:
User reported 3 false negative results. Positive by rapid antigen test. This is report 1 of 3.